Event description:
It was reported that a customer's pump screen was broken, making the touchscreen readable but unresponsive. There was no information available regarding the impact on the customer's blood glucose level. The customer was expected to return the device, and a replacement pump with a new serial number was prepared for the customer.